Event description:
The customer reported erroneous troponin I (access accutni) results, for an unknown number of patients, involving the access 2 immunoassay system. The customer declined to provide any additional information. There has been no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered bubbles were being injected into the dispense probes from the wash pump/valve assembly. The fse replaced the wash valve motor and stepper driver board to resolve the issue. System verification testing (system check, high sensitivity system check, and quality control) was within instrument and laboratory specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was hardware malfunction. Beckman coulter continues to track and trend any incident related to this issue.